Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that with their original system they experienced more of a pulsating stimulation sensation.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they can't seem to find a program that works for them. With their original system they experienced more of a pulsating stimulation sensation and with their current system the stimulation feels continuous. They have tried all 7 programs and none of them feel like a good fit for them because they were experiencing burning sensations. The patient reported at one point their stimulation was turned up to a 10 and it burned and hurt so bad the patient could hardly walk. When patient services (ps) asked for clarification around the circumstances the patient stated they don't really remember. The stimulation that they have been set on is in the groin area and they tried another program and it stimulated up toward their tailbone. It seems like the stimulation is not as effective in terms of symptom management as the previous system. The patient stated they wished to try a new program and wondered if a manufacturer representative (rep) could meet with him to help adjust device settings. Redirected to managing hcp to coordinate reprogramming request. Please note patient event reporting was very difficult to follow and clarify throughout the call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.